Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an unexpected reset occurred. The customer's blood glucose was 179 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.